Manufacturer narrative:
G4:23mar2021. B4:02apr2021. The customer's biomed initially reported an unresponsive touchscreen and unable to shut the unit off. The biomed replaced the touchscreen in an attempt to troubleshoot the problem; however, after the touchscreen replacement, the unit displayed errors related to "blower stalled," "backup alarm failure," "auxiliary alarm supply failure," 35v supply failure, and "patient circuit occluded." The biomed then requested an additional evaluation by a philips field service engineer (fse). The fse was dispatched to the customer site and determined that this device is in the list of units affected by the field change order (fco). The fse replaced the power management (pm) board as part of the fco, and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:24feb2021, b4:03mar2021. H10: the unit was swapped out with no delay in therapy. The customer could not confirm the reported failure. The field service engineer (fse) installed the new touchscreen, and the issue was not resolved. The fse observed that the touchscreen has many error codes showing onscreen and could not shut off the unit. The fse replaced the power management board under field change order to resolve the issue. The unit was tested and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2021. B4:(B)(6) 2021. The customer confirmed the unit was being set up when the event occurred. It was not on a patient providing therapy. There was no delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07jan2021.

Event description:
The customer requested part identification for touchscreen stating that touchscreen is non responsive and it stopped working. The device is in clinical use but no patient or user harm reported.